Event description:
A malfunction alarm was reported, and there was no adverse impact on the customer's blood glucose level. The pump was within warranty, and despite the malfunction code not being resettable, the pump did not cause the customer's blood glucose to exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as backup therapy. Tandem technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode. They agreed to return the pump using a pre-paid label within 10 days, after which tandem planned to replace the pump.